Manufacturer narrative:
The user facility reported this event to the FDA through medwatch mw5082584. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This occurred at the patient's home during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between: may 31, 2018 to june 04, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.